Event description:
Information received indicates the left siderail will not latch.

Manufacturer narrative:
The technician found that the siderail center arm cover was missing and the latch cover was bent. He replaced the left intermediate siderail latch cover and center arm cover to repair the bed.